Manufacturer narrative:
Method: risk assessment; result: no product was returned and lot number was not provided, therefore device inspection, device history review and complaint history review could not be performed. Conclusion: without the device inspection and further information the root cause cannot be determined conclusively.

Event description:
It was reported that: cobalt chrome rod broken. Blockers loose at t10, t11, l4, l5, s1, iliac bolt and offset connector. Screw loose at left s1. Multiple levels of nonunion. Replaced rod and affected screws.

Event description:
It was reported that: cobalt chrome rod broken. Blockers loose at t10, t11, l4, l5, s1, iliac bolt and offset connector. Screw loose at left s1. Multiple levels of nonunion. Replaced rod and affected screws.